Event description:
It was reported that when an asymptomatic patient presented to the hospital after receiving an alert, low r-wave amplitude and high, out of range pacing lead impedance were observed. No further information is available.

Manufacturer narrative:
(B)(4).